Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, there was a leak on the back side of the heat exchanger on the oxygenator. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device and the investigation revealed an area where the urethane had become separated from the heat exchanger on the oxygenator, which is most likely the cause of the leakage. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).